Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 atom was implanted in the obtuse marginal artery. Three days later, the patient presented with an occluded stent. The thrombosis was treated with percutaneous intervention. The patient's condition is unknown. Additional information has been requested.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. There is no evidence that indicates the stent involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. The root cause will be documented as anticipated procedural complication, due to a known physiological effect of the procedure noted within the directions for use.